Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received shocks as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and discussed stored data as well as available programming options, with an electrode issue suspected as the root cause for the observed issues. At a later date, the electrode was explanted. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. This report is report is being submitted to correct the following fields: explant date field (d6b) in section d, suspect medical device.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. This report is report is being submitted to correct the following fields: explant date field (d6b) in section d, suspect medical device. Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received shocks as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and discussed stored data as well as available programming options, with an electrode issue suspected as the root cause for the observed issues. At a later date, the electrode was explanted. A new device was implanted. No additional adverse patient effects were reported.this device has been received and analyzed.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received shocks as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and discussed stored data as well as available programming options, with an electrode issue suspected as the root cause for the observed issues. At a later date, the electrode was explanted. A new device was implanted. No additional adverse patient effects were reported.